Event description:
It was reported that during the implant procedure prior to the dilator being introduced it was noted that the patients stats were low and the patient experienced loss of consciousness. The physician decided to end the procedure and begin to assist the patients breathing and administer medications. The device was discarded and therefore will not be returned.